Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. The logfile review shows no abnormalities that could have contributed to the reported event. The treatment was completed to 100 % and without any interruption and all laser system functions were within specifications. Clinical review, based on topographies provided, showed an asymmetrical ablation towards the temporal position can be seen, presumably resulting in the reported reduced ucva and subjective refraction post-op. Otherwise, the contribution of other factors for this decentration remains unclear; if it was caused by wrong patient fixation, remaining fluid or epithelial tissue on the stroma before ablation (prk). No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A surgeon reported a patient with a "decentered eye" following photorefractive keratectomy treatment.